Event description:
According to the customer, the foley balloon "deflated" causing the "loss of chemo" and "chemo leakage onto patient".

Manufacturer narrative:
According to the customer, the foley balloon "deflated" causing the "loss of chemo" and "chemo leakage onto patient". The customer did not report any serious injury, medical intervention, or follow up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to h6: investigation conclusions.